Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected battery power loss alarm and no low battery alarm during testing. Device communicated properly with the test guardian transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the new battery did not resolve the issue. The device will return for analysis.